Event description:
It was reported that a patient with an implantable neurostimulator experienced a return of pain and new pain in the buttocks/tailbone, which was unrelated to baseline symptoms, following a fall and landing on the buttocks/tailbone. The patient reported increased pain after the fall, despite previously experiencing good relief. An impedance check was performed, revealing a possible short with elevated impedance at contact five. No changes were made to stimulation settings during the evaluation. The patient was advised to try different stimulation groups (group a and group b) for 7 to 10 days each. An x-ray was ordered to check for lead migration. No injury was reported, and the issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.